Event description:
Account states several instances of pts on oxygen therapy complaining of dyspnea. Respiratory personnel found the flow leaking from humidifier where water bottle threads into upper assembly flowmeters in wall set anywhere from 2-6 lpm.